Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for chronic stanford type b aortic dissection using conformable gore® tag® thoracic endoprosthesis. A left common carotid artery (lcca) to left subclavian artery (lsa) bypass was performed as it was planned to cover the ostium of the lsa by the endoprostheses. The physician intended to implant the first endoprosthesis with its partially uncovered stent covering the ostium of the lcca, and the endoprosthesis was deployed as planned. After that, intra-procedural angiography did not show blood flow of the lcca, and it was confirmed that the device unintentionally covered the artery. Therefore, two bare metal stents were implanted in the lcca, and angiography confirmed that the blood flow was restored. After that, the second endoprosthesis was deployed, and the origin of the lsa was embolized. The procedure was concluded, and the patient tolerated the procedure.